Manufacturer narrative:
Device is a combination product. (B)(4). It is indicated that the device will not be returned for evaluation. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
(B)(4) clinical trial. It was reported that stent underdeployment occurred. In (B)(6) 2014, post study index procedure, the subject presented with squeezing chest discomfort with diaphoresis and was hospitalized on the same day. Admission ECG revealed anteroseptal myocardial infarction, abnormal ECG. Troponin value was found to be elevated. The subject was diagnosed with q-wave, st segment elevation myocardial infarction and cardiac catheterization was recommended. A total occlusion in the non-target vessel proximal lad (left anterior descending) was treated with balloon angioplasty followed by placement of a 3.00 x 32 mm promus element plus drug eluting stent. The stent was post dilated using a 3.50 x 6 mm quantum balloon. Ivus was performed which revealed that the proximal portion of the 3.00 x 32 mm promus drug eluting stent was under deployed. This under deployed stent was further treated with balloon inflations using a 5.00 x 6 mm quantum balloon. Further dilatations were performed using a 3.25 x 20 mm quantum balloon throughout the stent. Repeat angiography revealed excellent results with 100% patency throughout and normal flow. The event was considered resolved without residual effects and the patient was discharged three days post procedure.